Event description:
Resident was raised up with electric hoyer lift. Hoyer lift malfunctioned and went down by itself dropping resident to the floor pneumatic tube returned to manufacturer for replacement.